Event description:
The patient underwent pre-scheduled prostate surgery (for prostate cancer) with additional hernia repair, post-surgery the patient had a stroke with sudden onset of hemi paresis and mental status change. The patient was taken for a cta and was found to have a left m2 embolic stroke. Even though in the time window for tpa was open, the patient was not a candidate secondary to his recent surgery. The patent was taken to the angio suite and clot removal by manual aspiration was attempted with the penumbra device. A microcatheter was placed through the clot and an enterprise stent, 22mm long, was deployed spanning from the distal m1 segment to the proximal m2. After stent deployment, there was reestablishment of flow through the occluded branch. A small dose of local intra-arterial t-pa was slowly administered for a total of 7mg. After the ia t-pa was slowly administered for a total of 7mg. After the ia t-pa, angiographic runs were obtained. This demonstrated acute reocclusion of the stented branch and reopening of an inferior branch. At this point, we proceeded with a right common carotid angiogram to confirm that the majority of the territory of the left anterior cerebral artery was indeed supplied through the right anterior circulation. We decided not to pursue additional thrombolysis of the left mca territory.

Manufacturer narrative:
After the procedure, the patient was taken to the neuro intensive care unit. He was kept on a mechanical ventilator after the procedure. The following day, sedation was held and a neuro exam was done. The pupils were equal and reactive without gaze preference, and the patient was able to track the neurologist around bedside. The right upper extremity withdraws to deep pain and the right lu withdraws to stimulus, not antigravity. There was plantar response extensor on right. A CT of the head was done on that showed the infarcted area appeared smaller than the cbv defect calculated from the original cta. There was increased mass effect on the left lateral ventricle with left to right midline shift measuring 4 mm. The mechanical ventilator was removed three days later. The patient was continued to have many deficits and brain rehab has been established. The patient was clinically stable four days after the event. Additional information will be submitted within 30 days of receipt.